Event description:
Rn hung IV medication in secondary IV set with another continuous IV infusion on a pump. IV medication from secondary tubing flowed into primary IV bag. Unknown problem with one way valve. No pt harm. Nursing staff reported several similar incidents.